Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: sfw kit 9735736 stealth s8 ent EU-sc. A medtronic representative went to the site to test the equipment. It was reported that there was no fault found with the sy stem. The reported issue could not be confirmed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was not properly downloading exams via the network. The image would say transfer done, but then the patient exam was not loaded onto the system. This was reported outside of a clinical environment.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine probable cause and could not find any information related to issue reported. Unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. If information is provided in the future, a supplemental report will be issued.